Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24july2019. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the flow sensor and the device passed all testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the flow sensor had an issue. No patient involvement.